Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records could not be carried out as there were no records under the part number and lot number combination provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. A clinical investigation concluded; no response to clinical requests were provided and the pico 7 has not been returned to fully evaluate the root cause of the reported events. The patient impact beyond the reported event could not be determined based on the limited information provided. Per report, the procedure was successfully completed by a change in the procedure and another unspecified dressing was used. Since there was no delay or other complications reported, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that, during treatment with pico7 10x40 dressing, all its indicator lights were on and the device did not perform vacuum. There was a change in procedure due to this issue and another unspecified dressing was used. No delay was reported. No other complications were reported.